Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided at this time. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A caregiver (cg) contacted baxter (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 7. The cg stated there was solution in the heater bag only and there were 3 bags connected. The cg confirmed the patient and all bags were connected. The technical service representative (tsr) assisted the cg to cycle power to clear the alarm. The cg confirmed to complete therapy with manual supplies. No patient injury or medical intervention was reported.